Event description:
It was reported that the patient died on the day of implant of an implantable cardiac defibrillator and right ventricular lead. Follow up revealed that the surgery was routine, the patient was transported to the post operation room, and then died of respiratory failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.